Manufacturer narrative:
Device evaluation summary: we have reviewed the device history records for the syringes and needles used and all dimensional requirements were met. During review of the device history records, no deviations were noted. Based on the review of the device history records, we find no assignable cause for this complaint.

Event description:
During treatment with cosmoderm 1, a total needle disengagement occurred and product was lost. No injury to the pt or to the injector.